Event description:
It is reported that the pt was revised due to loosening of the femoral component.

Manufacturer narrative:
Eval summary: the pt's medical history reports that he had a malunion of an intertrochanteric hip fracture, which led to previous fixation devices being removed and the total hip devices being implanted. The pt also was noted to have osteoporosis and paget's disease, both of which can significantly affect bone tissue. It is possible that the pt's other medical issues contributed to any loosening of the femoral stem. Other common risk factors for stem loosening include excess weight, high activity level, male gender, and young pt age. This pt has a bmi of (B)(6), which places him in the overweight bmi category. Pt age is (B)(6) and activity level is unk, but the pt possesses at least two of these risk factors. Based on the info available, a definitive cause for this issue cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.